Event description:
A carefusion clinical consultant was conducting device and administration set training with nurses in a practice simulation setting. The consultant set up the secondary infusion and when he unclamped the roller clamp, fluid poured out. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer's report of the secondary flowing into the primary was confirmed. Visual inspection and functional testing identified that the check valve membrane disc was off-center. The root cause of the disc being off center was not identified.